Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided complete information for a pump reset, and guided the caller through the process. After the reset, the pump no longer displayed the cgm error code, and the customer successfully started their sensor session.